Event description:
Patient presented with loss of therapeutic effect in 2003. A rotor study showed a 60 degree turn. A catheter dye study showed the contrast spread within a "sheath-like" distribution. The pump and catheter were explanted and replaced weeks later. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional information is obtained.